Event description:
It was reported that the patients leads had high impedances which cause irregular sensation at the arms and upper abdomen. The patient underwent a revision procedure wherein the entire system was replaced. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13714858. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).